Manufacturer narrative:
(B)(4). The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Event description:
It was reported that the customer received multiple cartridge change error messages during the load process.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 286 mg/dl. It was indicated that the customer administered manual insulin injections to address blood glucose level.